Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Hematoma was suspected but was not found. The device had migrated roughly 6 inches, so the device and leads were repositioned. The patient was in asymptomatic and in stable condition.